Event description:
It was reported that during a clinic visit, the presenting electrogram (egm) of this implantable cardioverter defibrillator (ICD) showed high out of range shock impedance on the right ventricular (rv) lead. It was noted that the rv lead is a non-(B)(6) lead. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend report. Ts reviewed the data and confirmed the rv lead recorded a high out of range shock impedance measurement. Ts recommended for an in-person visit be scheduled for further evaluation. At this time, the ICD and non-(B)(6) rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).